Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was found to be fractured. Concomitant products: product ID 5348xw external pulse generator. (B)(4).

Event description:
It was reported that oversensing was observed on the external pulse generator (epg) during use on a patient. The patient¿s heart rate was about 70 beats per minutes (bpm). Another patient cable was used, but the issue was unresolved. Therefore, another different device was used. The epg and cable were returned to the manufacturer. No patient complications were reported as a result of this event.